Event description:
It was reported that the patient experienced uncomfortable pain around the implantable pulse generator site. There was no report of patient harm or injury. As a result, the patient underwent surgical procedure, and the ipg was reseated without complications. The device remains implanted and functional.

Manufacturer narrative:
(B)(4).